Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to a product performance issue. A new device was successfully explanted. No adverse patient effects were reported.